Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implantable pulse generator (ipg) changeout procedure, the patient exhibited superior vena cava (svc) stenosis/narrowing and experienced hemothorax, confirmed with contrast, and svc perforation and dissection, confirmed on angiography, with inadvertent atrial cauterization. It was also reported the implantable pulse generator (ipg) exhibited a telemetry problem, when tested intra-operatively, post use of cautery. The ipg was explanted. It was also reported that the right atrial (ra) lead exhibited high thresholds and loss of capture, when tested intra-operatively, post use of cautery. On an attempt to replace the ra lead, the sheath could not be advanced past the svc narrowing, bending the existing ra lead and rv lead, but subsequently passed using a dilator. The tip came out of the sheath and was used without pulling it back in. The ra lead was capped and replaced. The rv lead was capped for potential future use. It was further reported that the replacement right atrial (ra) lead did not initially advance at the svc narrowing, at the time of perforation, and stress was applied to push it through the narrowed area. The patient had a thoracotomy and the perforation site was sutured closed. The replacement ra lead was attempted/not used and replaced. This second replacement ra lead was subsequently, capped for potential future use. The patient had an extended hospitalization period as a result of t his event. No further patient complications have been reported as a result of this event.